Event description:
It was reported to philips that the system's wireless foot switch was unable to charge, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.